Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that stent damage occurred. The 90 % stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). A 2.75 x 38mm synergy stent was advanced to treat the lesion. However, the device failed to cross the proximal rca and it was noticed that the stent strut got lifted. The device was removed and the procedure was completed with a different device. No patient complications were reported.